Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing with isometrics. The device has detected several short high rate episodes that appear to be noise. The lead remains in use. No patient complications have been reported as a result of this event.